Manufacturer narrative:
Calf supports latch.

Event description:
It was reported by service report that the calf supports were not working properly. No pt involvement or adverse consequences are reported.